Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the operating room for a routine device change out. The pulse generator exhibited premature elective replacement indicator after being exposed to electrocautery. The eri alert was cleared. The device remained implanted. The patient would be monitored.